Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with recurring low flow alarms (lfas) on (B)(6) 2022 secondary to hypertension. The patient experienced cardiac arrhythmia on (B)(6) 2022. They were about to ambulate to the bathroom when they experienced an alarm. The patient slid from the bed to the floor and the implantable cardioverter-defibrillator (ICD) fired one time. The patient complained of dizziness but denied any chest pain. The type of arrhythmia was not known as the device was not interrogated. The event was resolved without sequelae on (B)(6) 2022. The patient did not have a history of arrhythmia and did not have an ICD prior to implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported alarms were unable to be confirmed as no log files were submitted for review. Although hypertension was thought to have contributed to the low flow alarms; a specific cause for the low flow alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Attempts were submitted to the account to identify the correct patient associated with the events; however, no further patient or device identifying information was provided. No product was received for evaluation. The specific patient or device associated with the event was unable to be determined. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hypertension and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The serial number or other identifying information of the product was not reported and was not able to be determined during this investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported right wrist pain consistent with a gout flareup while admitted for low flow alarms on (B)(6) 2022. This was treated with colochcine and methylprednisolone. The patient experienced cardiac arrhythmia on (B)(6) 2022. They were about to ambulate to the bathroom when they experienced an alarm. The patient slid from the bed to the floor and the implantable cardioverter-defibrillator (ICD) fired one time. The patient complained of dizziness but denied any chest pain. The type of arrhythmia was not known as the device was not interrogated. The event was resolved without sequelae on (B)(6) 2022. It is unknown if the patient had a history of arrhythmia or had an implantable cardioverter-defibrillator prior to the left ventricular assist device.

Manufacturer narrative:
Section a: patient information was requested but not provided. The patient involved in this event was unable to be identified by the site. Section d4;h4: device information is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.